Event description:
The user facility reported that during preparation for use the video processor was not reading the 180 series endoscope. No patient or user injury reported.

Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation confirmed that the video processor was not reading the 180 series endoscope. No image due to a faulty patient board set. The software is outdated (version 3.01). The device was serviced and returned to the user facility. The investigation is ongoing, and this report will be supplemented when new and relevant information becomes available later.

Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the faulty patient board set could not be identified. The subject device might have been affected by the circuit design change of the operational amplifier of dr board (printed circuit board). The design of the dr board was changed on (b)(3) 2018. It was unknown if the design change was related to the reported phenomenon or not. Olympus will continue to monitor field performance for this device.